Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Correction: install date for substrate lot the analyzer was installed on 11/8/2017. A complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 5/21/2018, which included data from 11/8/2017 through 5/21/2018. There were three similar complaints identified during the searched period for error 2076 and no similar complaints identified during the searched period for the dl flag, error 2065 and error 2089, which includes this event. A 13-month complaint history for substrate lot# hz60068 from 4/21/2017 to aware date 5/21/2018 for similar complaints was performed. There were no other similar complaints identified during the searched period.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed a liquid surface level adjustment and a clog detection adjustment then upgraded the software version from 2.51 to 2.52. The fse ran quality controls. All results were within acceptable range. All errors cleared and the aia-900 instrument was operational. No further actions were required by field service. A complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2018, which included data from 10/19/2017 through (B)(6) 2018. The analyzer was installed on (B)(6) 2017. There were three similar complaints identified during the searched period for error 2076 and no similar complaints identified during the searched period for the dl flag, error 2065 and error 2089, which includes this event. A complaint history for substrate lot# hz60068 from 10/19/2017 to aware date (B)(6) 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages are as follows: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a [2065] sds level detect failure. Cause: the liquid level was not detected even when the tip was lowered to the bottom of the specimen diluting solution bottle. A detection operation will be retried on another bottle, and if the liquid level still cannot be detected an ls flag will be attached to the measurement result. Action: replenish the specimen diluting solution. If the trouble reoccurs, contact the tosoh local representatives. [2076] clogging detected at specimen. Cause: the negative pressure generated by suction of a [rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. [2089] no sds detected. Cause: the specimen diluting solution whose presence was confirmed during the dispensing schedule was either not detected, or the bottle was found to be empty, during dispensing of the specimen diluent. The system will proceed to another bottle. A retry will take place, and if there is no improvement an ls flag will be attached to the measurement result. Action: it is possible that the specimen diluting solution was removed during an assay. Reset the specimen diluting solution, or remove the empty specimen diluting solution bottle. The most probable cause for the reported event was the liquid level sensing was off limits.

Event description:
A customer reported that the aia-900 analyzer displayed the following errors and flags while running patient samples: a dl flag displayed while the customer was running ctni2 with substrate lot hz60068. The customer reported that the substrate solution was made on 17-may-2018. Error [2065] sds level detect failure displayed while the customer was running ctni2; no sample diluting solution (sds) was required for the ctni2 assay. Error [2076] clogging detected at specimen displayed but the customer stated that the specimen was not clotted and had adequate volume. Error [2089] no sds detected displayed prior to receiving a r0008 01-01 ID. The customer stated that the errors and flags only occurred on patient samples. The customer was unable to run patient samples on cardiac troponin I (ctnl2). The technical support specialist (tss) ordered a main (y) cable assembly for the main arm, as well as the specimen dispense z axis assembly for the analyzer and sent it to the customer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.